Event description:
There were 2 packs (lot#26bla872) had different raytec counts in each. One pack had 9 while the other had 11.

Manufacturer narrative:
It was reported that there were 2 packs (lot#26bla872) had different raytec counts in each. One pack had 9 while the other had 11. Raytecs were removed from or and new package was opened. Item not used on patient. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.